Manufacturer narrative:
(B)(4). The complete patient ID # is (B)(6). The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during a pelvic floor reconstruction with apical vault suspension procedure performed on (B)(6) 2016. According to the complainant, on (B)(6) 2016, the patient experienced pelvic pain that was spontaneous in the perineal and buttock area. She was treated with norco and ibuprofen and the event has not yet resolved. On (B)(6) 2016, the patient also presented with a retroperitoneal hematoma at trocar passage site causing spontaneous pain. She was treated with norco, ibuprofen, rocephin, and cleocin and the event has not yet resolved.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during a pelvic floor reconstruction with apical vault suspension procedure performed on (B)(6) 2016. According to the complainant, on (B)(6) 2016, the patient experienced pelvic pain that was spontaneous in the perineal and buttock area. She was treated with norco and ibuprofen and the event has not yet resolved. On (B)(6) 2016, the patient also presented with a retroperitoneal hematoma at trocar passage site causing spontaneous pain. She was treated with norco, ibuprofen, rocephin, and cleocin and the event has not yet resolved. Additional information received on july 21, 2016. On (B)(6) 2016, the subject presented with neuromuscular pain secondary to left mesh placement. She was treated with trigger point injections and the event is currently resolving.